Event description:
Hold vm it was reported that an external fluid leak was observed originating from an unspecified location of a prismaflex st100 set during prime. There was no patient involvement. No additional information is available.

Manufacturer narrative:
E1: initial reporter facility name: e1: initial reporter address: (B)(6). E1: initial reporter city: prismaflex st100 set c has been temporarily approved for use in the us under emergency use authorization eua200704 to deliver crrt to treat patients in an acute care environment during the covid-19 pandemic. H10: the actual device was not available; however, photographs and a video of the sample were provided for evaluation. During visual inspection of the provided photographic samples, the leak was observed at the level of the housing of the filter of the product label (which is also damaged). The reported condition was verified. The cause of the condition could not be determined; however, the most probable cause was due to shock during shipping. The observed damage is typical of mechanical shock applied on the product leading to its breakage. The exact moment and location where the shock occurred could not be determined. A product with such damage would have been detected during the manufacturing plant¿s 100% in process visual control & leak test. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.